Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2009. The patient was revised on (B)(6) 2013 for an unknown reason. The femoral and tibial components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.